Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device logs do not show cgm glucose was low during the reported event period. Dexcom g7 cgm glucose was reading approximately 200 mg/dl higher than the entered bg value on the morning of the event (269 compared to 70 mg/dl). A bg value of 80 mg/dl had been entered two days prior to the event, on (B)(6) 2024, when dexcom g7 cgm glucose was reading 323 mg/dl. The dexcom g7 cgm rejected this value as a calibration due to the large discrepancy. The ilet triggered alert 118, calibration not used, but this alert was not acknowledged. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values it received when it was able. The ilet was appropriately triggering device and cgm glucose alerts. In addition, insulin dosing was stopped at 12:12 am on the reported event date when the cartridge ran out of insulin. There are no cartridge or infusion set changes logged in the device engineering logs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible that this hypoglycemic event was caused by the cgm inaccuracy, resulting in the ilet delivering insulin in response to inaccurately elevated cgm glucose values. However, given that the cartridge was empty, and the caregiver mentioned replacing the infusion set, it is possible that the correct cartridge change process was not followed by the caregiver and the user received insulin from the cartridge replacement or tubing fill process inadvertently, leading to this hypoglycemic event. Additional training was provided to the user's caregiver after this event.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 8/1/24. On (B)(6) 2024, the user's daughter called to report a hypoglycemic event where the user's blood glucose level dropped to 59 mg/dl. A therapist, present at the time, administered juice and milk with no improvement. The user lost consciousness and ems was called. The user was taken to the hospital for monitoring and was treated with IV glucose and two glucose tablets. The therapist noted that when they arrived to provide care as scheduled, prior to the hypoglycemic event, they noticed the user was not connected to the ilet and reported they changed the infusion set.